Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that 1 box of monomend mt 3-0 rm-y942 36" ds24 3/8 1doz rcp, vinv-0052-3566 (100523566) - lot 1443s8, exp. 10/26 - needles keep falling off the suture. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are previous complaints of this code batch for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing six open but unused samples with the needle detached from the thread (without aluminum pouch). Five of them still have the thread wound on the support card, while in the other sample the thread is outside the support card. We have also received 5 open but unused samples with the needle detached to the thread (thread is still wound on the pack, the needle and aluminum pack are missing and one support card and aluminum pouch without a suture inside. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received shows that the needle escaped from the thread. Final conclusion: despite receiving a defective samples, without closed samples a suitable analysis cannot be performed. However, considering that there are open and unused samples detached and still wound on the pack, and that there are previous complaints for this code-batch for the same issue, we will consider this complaint confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.